Event description:
It was reported that 5cc of water did not drain from the foley catheter balloon during the pretest. The customer stated that after connecting the syringe and waiting for a while, the water was able to drain. It was mentioned that about 5 ml of water was aspirated by syringe. When the customer tried to deflate the balloon using a syringe, it was completely deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted temp sensing foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested without any leaks and passively deflated in 1 min 33.36 secs without issue or cuffing, returning 10 ml of solution. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that 5cc of water did not drain from the foley catheter balloon during the pretest. The customer stated that after connecting the syringe and waiting for a while, the water was able to drain. It was mentioned that about 5 ml of water was aspirated by syringe. When the customer tried to deflate the balloon using a syringe, it was completely deflated.